Event description:
It was reported that log files were sent for evaluation. The patient was experiencing significant speed variability. Log file data showed frequent pulsatility index (pi) events that were occurring from 15jun2026 15:40:12 - 15jun2026 at 16:31:26.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.